Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, component code).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6. Corrected field: h6 (medical device problem code).

Manufacturer narrative:
Due to character limit in the e1, section the full initial reporter's name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump unit was damaged during transport from one hospital to another hospital. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the device and the helium leakage had been resolved. Fse repaired the cover, console, tank he stl w/valve disp full and valve,300 psi check. The unit has been approved for clinical use and has passed all functional checks and safety tests according to factory specifications.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) was damaged during transport. There was no harm or injury reported.